Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a pca ii pump with a malfunction of "bad key pad" was not confirmed during device evaluation. All keys on the main keypad and on/off keypad are functionally properly.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a pcaii pump with a malfunction of, final return bad key pad and cable separated from the connector was not confirmed during device evaluation. No definitive cause was identified and no repairs were performed to resolve the reported problem since the asset was never received for evaluation. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a pca ii pump with a condition of "bad keypad." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.